Event description:
After 9+ months of implantation, this pacemaker was explanted because of an infection. Note: during an internal review process ela medical, inc. Discovered that this case was inadvertently not submitted in 2003. Therefore, this MDR is now being filed.